Event description:
A site representative, or materials coordinator, reported that, while in a spinal fusion procedure, the washer on their open spine clamp broke. Per the surgeon, all pieces were successfully retrieved from the patient. The spine clamp broke after the surgery was completed, when the surgeon was removing the spine clamp from the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Medtronic investigation of returned suspect open spine clamp finds that, as reported, the retainer ring on the tip of the adjustment screw has been pulled off by over-turning the screw to open the clamp. Otherwise, the clamp is in good condition. Clamp is two years old. Physical damage - pieces missing - directly caused event.